Event description:
During follow-up, noise resulting in oversensing was observed on the right atrial (ra) lead. Provocative testing was performed and the noise was reproduced. The physician alleged insulation damage, although it was not confirmed. No intervention was performed. The patient was in stable condition.